Event description:
It was reported that during a right shoulder labral repair the tip of the anchor was left in. According to the reporter as the anchors were being malleted in, each anchor began to balloon. This was attempted with four anchors. Each anchor was retrieved; however, the tip of one anchor was left in. A 2.9mm drill guide was used to create a pilot hole in the patients bone. The surgeon felt the tip of the anchor was secure in the bone. The case was completed with two different types of implants. No further information was provided at the time this event was report.

Manufacturer narrative:
Follow up communication with the event reporter provided additional information that three of the four anchors collapsed like an accordion upon insertion; retrieved. The fourth anchor broke; distal tip and the eyelet were not retrieved. The surgeon uses this type of anchor all the time; however, this is his first time using a 2.9 mm. Patient's date of birth and weight were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested for evaluation but was not returned; therefore the complainant's event could not be verified. Device history record revealed nothing relevant to this event.based on the information provided, a cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.